Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced receiving an early sensor expiration notice. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced receiving an early sensor expiration notice. No additional event or patient information is available. Data was received for evaluation, data review could not confirm the early sensor expiration notice. A probable cause could not be determined.